Event description:
The customer reported that the needle does not stay properly on the syringe and comes off. On (B)(6) 2025, the customer responded to the probing questions and confirmed that there were no patient injuries; however, medication leakage did occur.